Manufacturer narrative:
The detachment of a side rail from a citadel plus bed frame was identified during the quality control inspection after the bed was returned from the customer. There was no customer allegation. There was no indication of patient involvement. No injury was reported. In the investigated complaint, the exact circumstances under which the equipment was damaged remain unknown. However, based on the analysis of previous complaints and the conducted investigation, it is considered most likely that the side rail detached (the screws securing the panel were torn off) due to excessive external force applied to the device. Additional damage identified during the quality control inspection at the service center (damaged head end side rail and a broken castor) supports the conclusion that the equipment was subjected to significant external force, which resulted in multiple defects. According to the instructions for use for citadel plus bed (IFU 831.374 rev. D), the operation of the sides rails should be checked daily. "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver." "If the result of any of these tests in unsatisfactory, contact arjohuntleigh or an arjohuntleigh-approved service agent." To sum up, the side rail was partially detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no patient involvement. No injury was reported.

Manufacturer narrative:
The investigation is ongoing; results will be updated in the final report. The device is distributed outside the us and no gudid information exists.

Event description:
The detachment of a side rail from a citadel plus bed frame was identified during the pick up of the bed from the customer. There was no customer allegation. There was no indication of patient involvement. No injury was reported.